Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a bad fall a week ago, thursday, (B)(6) 2022, said that they fell off a ladder and twisted to the right (same side of ins) and fell on their right side. Patient said that they  have had pain at the ins site down a little but slightly away from the tailbone area since the fall however said that it hasn't improved and said that is difficult to walk, especially when using steps. Patient said no longer feels the buzzing feeling when changes posture and is has also experienced more leakage. Patient said that yesterday had a full blown blow-out. Patient called to ask if a fall could affect implanted system. Patient said that they have experienced smaller falls in the past and hasn't noticed a difference as they are currently experiencing. Reviewed how sudden impact trauma could potentially affect implanted system and reviewed possible diagnostics and imaging. When asked, patient hasn't made any adjustments. Reviewed option to increase setting and monitor and track what patient notices with stimulation sensation and symptom control. Also reviewed option to switch programs and monitor and track stimulation sensation and symptom control. Patient was directed to provide findings to the nurse practitioner at hcp office that performs the programming and hcp. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are having a lot of problems with their device and developed a lot of pain. The patient reports ongoing pain down their right side as well as weakness which has developed into full blown foot drop. The patient reported they can only sleep on one side to avoid pain. Patient does not intend on following up with previous managing physician as they have moved and they also had a bad experience with them. Patient also wondered if they got nerve damage during the implant procedure because the doctor commented to the patient's daughters that patient was bucking around and moving a lot during implant which made the procedure difficult. Recommended patient turn therapy off in the meantime before meeting with hcp to see if it relieves some pain. Patient confirmed they will do so.